Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) this device was confirmed to have erroneous telemetered battery voltage, as well as continuous oversensing in the ECG graphic display. The oversensing and erroneous battery voltage was caused by a low current, which was generated on an integrated circuit, and was the result of solder bridging associated with the integrated circuit.

Event description:
It was reported that the device only lasted 4 months. The device was explanted and replaced. No patient complications were reported as a result of this event.